Event description:
Black specs coming off probe tip. Fs log# 98766. N20 hammhd ret pbe curvd 143. E-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings (B)(4). Distribution history: this complaint unit was manufactured in 1995. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98789, this unit was at csi on (B)(6) 2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, the unit did have built up material on the probe. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: no loose metal was found. Complaint not confirmed. Pertaining to the build up of material noted: the probes are used with a silicon sleeve and to be removed when wiped down prior to autoclaving. This will remove unwanted materials and prevent any potential for trapping material behind the sleeve. It is evident material was not removed and turned dark from the sterilization process which uses heat. Afterwards, when the device is activated the cold will loosen the material and it will flake off. Additionally, the tarnish noted would be consistent with normal wear and tear for a unit that is in service for 27 years. Correction and/or corrective action the unit was cleaned, tested and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Black specs coming off probe tip. Fs log# 98766. N20 hammhd ret pbe curvd 143 (B)(4).